Event description:
It was reported that the pump emitted a loss of prime warning. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor pins were found to be partially dislodged. The force sensor was found to be out of calibration. The force sensor assembly was found to be damaged. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. The force sensor was found to be out of calibration. The force sensor assembly was found to be damaged, and contamination was observed on the force sensor. 2531779-03/24/2010-003-r.